Event description:
Info was received that reported a pt was hospitalized in 2009 due to an incident of hyperglycemia. Per the report the pt presented to the hospital with a blood glucose of 590 mg/dl. He was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.